Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from <who reported> reporting a 35volt power supply failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed the 35v power supply failure by entering the device diagnostic mode and checking the circuit voltage. The asp replaced the motor control (mc) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.